Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the liquid crystal display screen of the insulin pump was suddenly disappeared. Customer¿s blood glucose was unknown. Customer stated that the battery was replaced and the display of the screen was not restored. The insulin pump will not be returned for analysis.